Manufacturer narrative:
D3: correction d9: 05-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed an issue with the downstream occlusion (dso) seal. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was verified by occlusion testing. The cause is the dso. The dso sensor/seal was replaced to resolve this issue.

Manufacturer narrative:
B3: date of event: unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed occlusion, low at 11.24 pounds per square inch. There was no patient involvement, no patient injury was reported.